Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was reported a skin irritation. Patient reported that the electrodes are leaving red indentations on her skin and that the shoulder straps are rubbing on the sides of her breasts. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use tegaderm by a nurse. Patient was issued larger garments by the distributor. Follow up indicated that the patient padded the straps that were rubbing and that the new garments she received were helping.